Event description:
The customer reported the system displayed a kv error. This will result in the system shutting down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as repair info is not available.